Event description:
It was reported that the patient was asymptomatic. It was noted that following a routine generator change, noise was observed on the right ventricular (rv) lead during testing. The noise resulted in oversensing and pacing inhibition. The patient was stable before, during and after the generator change procedure. The rv lead otherwise tested well. The physician opted for programming changes for the time being since the patient paced very minimally in the right ventricle. No further intervention is planned at this time.